Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that when moving the fluid back from one pole to another during an infusion on a spectrum pump and when the line above the pump is stretched, it will very often cause an air-in-line alarm. Any patient involvement, injury or medical intervention is unknown.